Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
The customer received questionable results for all assays for all patient samples tested and received data file error messages. The specific number of patient sample involved was unknown. The result generated for all assays for all patient samples was 171. Only an intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample was a reportable malfunction. The sample was not repeated. No erroneous results were reported outside the laboratory. No patients were adversely affected. The reagent lot number was 18318303 with an expiration date of 05/31/2016. It was noted the customer had not backed up the data in the instrument in a timely manner which could have contributed to the issue. The field service representative found there was a corrupt database. He replaced the flash cards in the core system and reloaded the software. He verified the system booted normally and remote connectivity was acceptable. He ran multiple checks with no errors.